Event description:
Implant failed due to an osseointegration problem.

Manufacturer narrative:
The present submission/submissions is/are corrective submission/submissions for the incorrect mfg. Submission/submissions related to qn (B)(4). The corrective action has been taken under FDA cdrh emdr emdr@FDA.hhs.gov guidance. There was no death involved.

Event description:
Implant failed due to an osseointegration problem.